Manufacturer narrative:
The reported event of deformation at the end of the electrode wire was confirmed. As received, a complete lead was returned in one piece. Visual examination found the connector pin was bent, consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedural damage.

Event description:
It was reported that during an attempted implant, deformation at the end of the electrode wire was noted. The lead was replaced. There were no adverse health consequences, the patient was stable.